Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two electric shocks and anti-tachycardia pacing (atp) inappropriately during two stored ventricular episodes due to noise. Technical services (ts) analyzed device episode data and suggested that the noise was most likely due to electromagnetic interference (emi). There was one electric shock per episode. No additional adverse patient effects were reported outside of the shocks. Currently, this ICD remains in service.